Manufacturer narrative:
A follow-up email was sent to mckesson complaints department on 06-aug-2024 requesting additional information to aid with reporting and with the investigation.

Event description:
Description of email received from complaint: (B)(6) utilized mckesson's normal saline isotonic irrigation solution on a lymphedema wound in (B)(6) 2024. (B)(6) wound became infected and she was ultimately diagnosed with a vibrio vulnificus bacterial infection. (B)(6) claims that as a direct and proximate result of contaminated product she was placed with a peripherally inserted central catheter for multiple antibiotic treatment and continues to receive follow up care thereafter.